Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of an access administration set did not stop the flow through the tubing. This occurred during disconnection of the setup, immediately after a patient infusion of enteral solution. The patient was not connected at the time of the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.